Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 4 MDR's filed for the same patient (reference 1825034-2014-02755 / 02756 and 08811 / 08812).

Event description:
Legal counsel for patient reported patient underwent total right hip arthroplasty on september 9, 2004, and revision procedures on (B)(6) 2010 and (B)(6) 2013, due to patient allegations of pain, debilitation, dysfunction, elevated metal ions, loss of range of motion, and lack of mobility. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in patient's medical records revealed patient is bilateral. Patient underwent total left arthroplasty on (B)(6) 2001 with no reported revision. Additional information received in patient's medical records revealed the (B)(6) 2010 right hip revision was due to pain, loose acetabular component, and elevated metal ion levels. The patient's operative report noted white tissue, a bursa, osteolysis, and no ingrowth on the acetabular component. The cup and head were removed and replaced with competitor's components and a biomet taper adapter. Additional information received in patient's medical records revealed the (B)(6) 2013 right hip revision was due to pain. The patient's operative report noted scarring and prominence of the acetabular component. The competitor's head and biomet taper adapter were removed and replaced with biomet components. Further information received in patient medical records revealed patient's blood was tested on (B)(6) 2010.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 5 states, "periarticular calcification or ossification with or without impediment of joint mobility". Number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-02755 / 002756).

Event description:
Legal counsel for patient reported patient underwent total right hip arthroplasty on (B)(6) 2004, and revision procedures on (B)(6) 2010 and (B)(6) 2013, due to patient allegations of pain, debilitation, dysfunction, elevated metal ions, loss of range of motion, and lack of mobility. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.